Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device would not flow. The device was filled with cytotonic in nature. The event occurred during infusion; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Mfg date: the device was manufactured march 30, 2016 ¿ march 31, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. Since functional flow rate test could not be performed; the issue could not be objectively confirmed nor refuted through sample analysis. Should additional relevant information become available, a supplemental report will be submitted.